Manufacturer narrative:
The device was not returned for evaluation; however, it was visually evaluated at the facility by our on-site endoscopic tech. He found that one of the jaws completely broke of at the hinge, and stated that it was a clean break, so he is confident there was no broken pieces left inside the patient. Although we cannot confirm, damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a laparoscopic procedure, a bowel grasper was noted to have broken while in use inside the patient. One of the jaws appeared to have sheared off of the mechanism. The pieces were retrieved from the patient and removed from the sterile field. A thorough cavity search was conducted by the physician.